Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) became 'symptomatic' when standing near a large generator. The patient moved away and felt better, however now feels short of breath. The patient states it was very hot outside, and the feeling could have been weather and heat related. The caller is requesting information regarding possible recall issues with the device.